Manufacturer narrative:
Correction report being filed to correct field d6a. Implant date.

Event description:
It was reported that the field representative called for review of an electrogram (egm) for this patient with a cardiac resynchronization therapy pacemaker (crt-p) device as there was a concern about the marker inh-lvp. Technical services (ts) discussed this is true left ventricular (lv) activity and if lv lead detects it, that means the av delay was too long. Ts recommended to shorten the av delay. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the field representative called for review of an electrogram (egm) for this patient with a cardiac resynchronization therapy pacemaker (crt-p) device as there was a concern about the marker inh-lvp. Technical services (ts) discussed this is true left ventricular (lv) activity and if lv lead detects it, that means the av delay was too long. Ts recommended to shorten the av delay. At this time, the device remains in service. No adverse patient effects were reported.